Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a female patient of an unknown age in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was that an impella cp pump was unable to advance through the patient's vasculature during attempted delivery. As a result of the resistance caused by the patient's vascular anatomy, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition due to the patient's vascular anatomy and small artery size. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.